Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right ventricular (rv) lead in bipolar configuration. It was noted the thresholds were better in unipolar indicating probable calcification of the ring. The lead remains in use. No patient complications have been reported as a result of this event.